Event description:
It was reported that during an a-fib procedure, the physician encountered some irrigation issues with the catheter where the one of the irrigation holes appeared obstructed. While the procedure was stopped, the patient allegedly had a mild tia. This was noted by the patient (who was under local anesthesia) not answering the questions asked correctly, therefore a neurologist was called in. The patient had fully recovered in a few hours.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The catheter involved was received and analyzed. The catheter was visually inspected and was in good condition with no signs of occlusion in the tip dome holes. Patency flow test was performed and passed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed.